Manufacturer narrative:
(B)(4). Insulin pump was received with no button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response. The pump was received with a cracked case (battery tube), and broken belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the crack in insulin pump on side of battery compartment. The insulin pump was not dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.